Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that one lens haptic was torn. Surgical residue/debris on product.

Event description:
The surgeon attempted to implant a cc4204bf collamer lens. The lens tore in the cartridge. No patient contact. The iol injector, model unknown, lot number unknown. Iol injector cartridge, model sfc-25 fp, lot number unknown.